Event description:
Updated summary: the customer had symptoms such as polydipsia, chest pain, and nausea treated with hospitalization overnight. The customer experienced elevated ketones with an IV insulin drip, emergency medical services, and hospitalization overnight. Troubleshooting was performed for the high blood glucose/underdelivery and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The customer was unable to run the high-pressure test. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the bent cannula and the non-serialized product being returned. No product return is required for mmt-399a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 550 mg/dl. The customer reported hyperglycemia and was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion) and was hospitalized the event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-399a. Troubleshooting was performed for high bgs/under delivery. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was unable to run hp test. Customer also reported bent cannula (not a slight bend/curve). No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884. Product return status for mmt-399a is unknown. Updated summary : the customer had symptoms such as polydipsia, chest pain, nausea. Updated summary: the customer experienced elevated ketones with an IV insulin drip, emergency medical services, and hospitalization overnight.